Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) had an acute threshold rise and the thresholds were now high. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.